Manufacturer narrative:
Uf/importer report #: (B)(4). Patient identifier: (B)(6) (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-laparoscopic incisional hernia repair, a retained part of the device was discovered in the patient's cavity on computerized tomography (CT) scan. The patient underwent re-operation to remove the part. The event resulted in an extension of the patient's hospitalization.